Manufacturer narrative:
This product is registered as a combination product. Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a routine device interrogation, multiple episodes of atrial and ventricular lead noise were observed. The noise was reproducible when having the patient performs isometric exercises. Programming changes were made. The patient is stable and had no symptoms prior, during or following the interrogation.